Event description:
It was reported that during a coronary artery stenting treatment procedure, shaft breakage occurred. Cardiac catheterization revealed total occlusion in the proximal right coronary artery (prox rca) and immediate catheterization was recommended. After the guidewire was advanced, there was partial recanalization of the rca. Angiography revealed calcified and long lesions, and severe tortuosity in the distal middle path. A 3.00 x 32 mm omega stent was selected and advanced, but the catheter was bent during navigation probably due to the tortuosity and calcification of the lesion. Torque was required to overcome the tortuosity in order to place the stent in the lesion. After several unsuccessful attempts the shaft was completely broken. The device was removed. The procedure was completed with another angioplasty balloon catheter. No patient complications were reported and the patient's status is stable. This product is only ous approved but is similar to an approved us device.

Event description:
It was reported that during a coronary artery stenting treatment procedure, shaft breakage occurred. Cardiac catheterization revealed total occlusion in the proximal right coronary artery (prox rca) and immediate catheterization was recommended. After the guidewire was advanced, there was partial recanalization of the rca. Angiography revealed calcified and long lesions, and severe tortuosity in the distal middle path. A 3.00x32mm omega stent was selected and advanced, but the catheter was bent during navigation probably due to the tortuosity and calcification of the lesion. Torque was required to overcome the tortuosity in order to place the stent in the lesion. After several unsuccessful attempts the shaft was completely broken. The device was removed. The procedure was completed with another angioplasty balloon catheter. No patient complications were reported and the patient's status is stable. This product is only ous approved but is similar to an approved u.s. Device.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Manufacturer narrative:
Device evaluated by MFR: examination of the returned device revealed the balloon was tightly folded. The stent was secure on the balloon between the markerbands. The hypotube was completely separated 23cm from the hub. The hypotube fracture surfaces were ovaled, which suggests the device was kinked prior to separation. There were multiple hypotube kinks. Inspection of the remainder of the device presented no other damage or irregularities. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).